Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the united states indicating that the device had intermittent operation. It is known the device was not used in surgery. It is unk if there was injury or medical intervention. There was no additional info provided.